Event description:
The exam light support arm had a field assembly error. The tumpf klinoport 1285 booms were installed to seventy two (72) intensive care unit (ICU) rooms three years ago. The exam light and the arm supporting the exam light fell from the ceiling support. The supporting arm hit the patients top crib bar. There were no injuries. It has been determined that there was an assembly error when these booms were first installed. All 72 rooms have been inspected. There are three set screws that keep this assembly in place. Five rooms were found to be missing one of the three set screws which is a dog head set screw and all rooms had loose set screws. All exam light arms were temporarily secured with straps until the set screws could be corrected. Trumpf recommends checking the hardware on these booms every five years. ======================manufacturer response for boom assembly, exam light, (brand not provided) (per site reporter)======================the manufacturer is working with our facilities engineering staff to correct the boom in each room.